Manufacturer narrative:
(B)(4).

Event description:
The pump motor stalled at 3:30 a.m. And did not recover. The pt had not had an MRI. The hcp was preparing for the potential of withdrawal. The device system was used to deliver baclofen. Add'l info has been requested. A follow-up report will be sent if add'l info becomes available.